Event description:
New information received notes that the device was explanted and replaced. No patient consequences reported post procedure.

Event description:
It was reported that the patient presented for a follow up. The patient's pacemaker exhibited elective replacement indicator (eri), premature battery depletion was suspected. No intervention was reported. The patient was stable.